Event description:
It was reported that during a clinic visit, the health care professional (hcp) requested technical services (ts) to review this pacemaker device atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes due to concerns of pacing rate not as expected and possible farfield oversensing. Ts reviewed the presenting electrogram (egm) and confirmed the far field oversensing and noted that the pmt episode appeared to be sinus driven. Ts discussed programming optimization options with the hcp. At this time, the pacemaker remains in service. No adverse patient effects were reported.